Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. The cause of the f-82 alarm was determined to be a defective central processing unit (cpu). No repairs have been performed at this time. If any additional relevant information is received, a follow up MDR will be sent. Conclusion: was selected because this is the most applicable to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-82 alarm. No additional information is available.